Event description:
The consumer states she sat down on the rollator and the rollator allegedly unlocked, pushing her into a wall and dumping her forward. Her legs allegedly got entwined with the aluminum legs of the rollator, causing bruises on her legs and has seen a doctor.

Manufacturer narrative:
Distributed product. As a conservative measure MDR filed based on serious injury.